Event description:
It was reported that patient had been suffering intractable chronic migraines for the past 4 months. Magnetic resonance imaging (MRI) was needed because computed tomography (CT) scans could not provide diagnostic. Additional information received reported that patient had MRI and patient's device was not approved for any MRI scans. Information about patient scan was limited. Patient may had device for occipital nerve stimulation (ons), but was not clear at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7434-e, serial# (B)(4), product type: programmer. Patient product ID: 3887-28, lot# l71641, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was reported that the patient was seen by a manufacturer representative on (B)(6). Impedances were reported as being normal. The device had defaulted back to factory settings. It was noted that the patient was reprogrammed and stimulation was slowly activated. It was stated that it worked "fine." Additional information received reported that the patient had an MRI at another facility a couple months ago. Since that point, the device was "rendered useless" and was not working. Additional information was requested, but was not available as of the date of this report. If additional information is received, a second follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the stimulator removed in (B)(6) of 2013 because it quit working in (B)(6) of 2013. The patient stated that they did not know, but thought the device quit working because they had an MRI. The patient stated that the MRI was unrelated to the device. It was noted that it was of the lower spine and to check a "poorly done" spinal tap that caused an infection. The patient stated this happened about a month prior to the MRI in (B)(6) 2013. The patient also noted that "last year" (the exact date was unclear) they were in a car accident, had calcification in their spine and received "injections" from a healthcare professional (hcp). The patient stated that they had occipital pain and migraines from "testosterone stuff" and that was why they were implanted. The patient noted that the hcp determined that they may be a candidate to get a stim re-implanted. The patient also noted that they met a "very knowledgeable" manufacturer representative. The patient was redirected to the hcp. The patient did not currently have a device implanted or a follow up hcp.